Manufacturer narrative:
(B) (4): the set screw was returned for eval. Visual and optical examination did not identify any material or functional issue. X-rays showed a complex scoliosis construct from high thoracic to l3 with hooks and pedicle screws. Two year post-op films show l3 set screw caps have loosened. A review of the device history records did not identify any applicable nonconformance to specification. Three set screw lots were returned. The specific lot number for each malfunction (3) was not provided; therefore, the MFR is unable to confirm the suspect device for each malfunction. Three medwatch reports are being submitted for the reported event; one medwatch for each malfunction (also refer to medwatch 1030489-2010-00039 and 1030489-2010-00183).

Event description:
It was reported that the pt underwent fusion from t4 to l3 with crosslinks, hook claws at t4/t5, add'l hooks mid-thoracic and screws as distal anchors. One year post-op, x-rays showed loosening of the cap on l3; the pt was asymptomatic. Two year post-op, x-rays showed the left and right set screws at l3 popped off of the screws; the pt had mild pain. The pt underwent revision surgery. Reportedly, the pt did not appear to be fused at l3. No add'l pt complications were reported.